Event description:
Provider spoke with (B)(6) in tech service ext (B)(4) to advise that the left motor is frozen and will not move. Provider states the brake will not disengage. Provider hung up before any additional information could be obtained.